Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6). Phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a fuhrman pleural/pneumopericardial drainage set separated. The device was placed for use as a chest drain. Later, it was discovered that catheter shaft separated. A photo showing separation was provided. It was noted that there was no patient "agitation", and the patient did not pull on the device. As a result of the separation, the catheter was removed a few hours earlier than originally scheduled, and was discarded. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: h6, (annex e, annex f). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. It was noted that the catheter was secured to the patient with suture, then bandage to the skin. During patient ambulation and/or transport the lines were manage with "elasto" on the patient's torso to avoid any tension on the connectors and the tubing. As reported it is unknown but "possible" that the catheter became tangled with patient's bed/surroundings during the seven days it was in place.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the catheter from a fuhrman pleural/pneumopericardial drainage set separated. The device was placed for use as a chest drain. It was noted that the catheter was secured to the patient with suture, then bandage to the skin. During patient ambulation and/or transport the lines were manage with "elasto" on the patient's torso to avoid any tension on the connectors and the tubing. Later, it was discovered that catheter shaft separated. A photo showing separation was provided. It was noted that there was no patient "agitation", and the patient did not pull on the device. As reported it is unknown but "possible" that the catheter became tangled with patient's bed/surroundings during the seven days it was in place. As a result of the separation, the catheter was removed a few hours earlier than originally scheduled, and was discarded. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of documentation including the device history record (DHR), quality control, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook was not able to search for other complaints or nonconforming products in-house or the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting that nonconforming product exists either in-house or in the field. Cook also reviewed product labeling. The IFU (c_t_ppd_rev0) packaged with the device contains the following in relation to the reported failure mode: how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product return, and the results of the investigation a potential root cause for this event could not be established. The device may have become entangled with the patient's environment which could have led to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.